Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). Reportedly, customer received an incomplete bolus alert after stopping a partially delivered bolus. Subsequently, customer reported they forgot to resume delivery. A correction bolus was later delivered to stabilize bg level. Recommendation was made to discuss diabetes management with health care provider.